Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (stent damage, failure to deliver the stent). (Totally occluded lesion).

Event description:
The physician attempted to deliver a 2.25 x 30 mm endeavor resolute rapid exchange (rx) drug-eluting stent to treat a totally occluded lesion in the ramus. The target lesion was pre-dilated. Difficulties were encountered implanting the endeavor resolute stent and it was removed. The stent was observed to be damaged on removal. The device had been inspected prior to use. The device was replaced with another endeavor resolute stent. The patient outcome was fine and no clinical sequelae were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).